Event description:
The caller reported that the pump button was not functioning properly. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.